Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer had recurring unexpected restart alarms on their insulin pump. Customer's mother stated the alarm was occurring during normal insulin pump use. It was also found the customer had recurring signal too low alarm and off no power alarms. The customer's blood glucose was over 200 mg/dl. Troubleshooting found the correct bolus amount was recorded in the customer's bolus history. The mother stated the insulin pump was not drop or bumped. The customer was advised their insulin pump will be replaced due to the second occurrence of the off no power alarm. No additional information provided.